Event description:
Upon opening surgical pack "[redacted] head & neck pack", the cst [certified surgical technologist] noticed a brown foreign object in the stack of raytecs "4x4 xray gauze". Cst identified object as potentially unsterile, and pack contaminated. Cst removed the pack from or as well as all opened items, then used a new pack and supplies. Patient was not in the room at time of opening contaminated pack. After new pack and items were opened, case completed without issue.